Manufacturer narrative:
(B)(4). Pt info requested and all available info was included in sections a and b. This report was filed by the MFR. No product will be returned per customer. The customer's complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported several events in which a 50 ml secondary bag with vtbi of 40 ml infused faster than expected. No further details were provided and no infusion sets were saved for investigation. There was no report of harm to pt or medical intervention. No further pt or event info was provided.